Event description:
Patient allegedly received an implant on (B)(6) 2007 via the internal jugular vein due to history of vena cava thrombosis. Patient is alleging device tilt and vena cava perforation. A unsuccessful percutaneous retrieval was attempted on (B)(6) 2007 due to "history of hypercoagulability with inferior vena cava (ivc) thrombosis, status post appendectomy". A successful percutaneous filter retrieval was reportedly performed (B)(6) 2018. Reason for retrieval: "no longer needed". Patient notes and further alleges "pain in abdomen". Additionally, patient notes "restriction of use of the abdominal area" and limited physical ability. Per the (B)(6) 2007 ivc filter placement: "the gunther-tulip ivc filter was then deployed leaving the cone at the level of the right renal vein in flow above the thrombus within the inferior vena cava. The right common iliac system was catheterized. This demonstrates a thrombus which extends from the inferior vena cava to the upper thigh but the profunda femoral veins are patent as well as branches to the internal iliac vein which appear to be draining the right leg. A 20 cm jong 4-french infusion catheter was then left across the thrombosis on the right side from the upper thigh to the inferior vena cava. Tpa [tissue plasminogen activator] will be infused overnight". Per the (B)(6) 2007 attempted ivc filter retrieval: "several attempts were made to retrieve the ivc filter with an ensnare; however, these were unsuccessful". Per the (B)(6) 2018 ivc filter removal: "an alligator forceps were used to secure the hook on the superior aspect of the filter. It was successfully removed through the sheath. Completion imaging was performed which shows no evidence of caval injury".

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Additional information: a2, a4, b1, b2, b5, b6, b7, h6 (patient and device codes) h6 (device code): appropriate term/code not available for device perforation h6 (device code): appropriate term/code not available for device tilt investigation: investigation is reopened due to additional information provided. The reported allegations have been further investigated based on the information provided to date. The following allegations have been investigated. Vena cava (vc) perforation, tilt and pain. Vena cava wall penetration/perforation has been reported and may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation, vena cava penetration. Filter tilt has been reported. Potential causes may include filter placement in ivcs with diameters larger than those specified in these instructions for use; improper deployment; manipulations near an implanted filter (e.g., a surgical or endovascular procedure in the vicinity of a filter); and (or) a failed retrieval attempt. Excessive filter tilt may contribute to difficult or failed retrieval; vena cava wall penetration/perforation; and (or) result in loss of filter efficiency. Potential adverse events that may occur include, but are not limited to, the following: unacceptable filter tilt. Unknown if the reported pain is directly related to the filter and unable to identify a corresponding failure mode at this point in time. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Occupation: non healthcare professional. Investigation ¿ it has not been possible to further investigate or evaluate this alleged event based on the limited information and/or no device failure provided to date. Catalog number and lot number are unknown; no evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56.

Event description:
It is alleged that the patient received a gunther tulip on (B)(6) 2007. It is alleged that the patient was injured without further explanation. Hospital and medical records have been requested, but not yet provided.